Manufacturer narrative:
Concomitant product(s): product ID: 3387s-40, lot# va1cjvk, implanted: (B)(6)2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the hardware of lead/ extension connection was exposed through the patient's skin. There was a wound debridement of lead and extension connection and a groove created in skull to hold lead and extension connection. An antibiotic cover placed. The issue was resolved through surgery. The weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1cjvk, implanted: 2017, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: 2017, product type: extension. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller indicated the patient reported having a previous brain surgery in which the rep was present and the caller believed the surgery was related to the device. The caller later indicated they believed the brain surgery probably had to do with the implant of the stimulator as they saw notes from the physician in 2017 which stated to contact the manufacturer as the patient had a stimulator implanted (so they assumed it was the surgery the patient was referring to but didn't have any further details about the surgery). The rep would have been aware if they were in attendance but it was unknown if the surgery was related to the device. The caller was just alleging that they believed the surgery that the patient mentioned was related to the device. The caller happened to see the doctor's name on the patient's ID card, but stated they didn't know if that was the right physician. There were no further complications reported.